Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to loss of capture (loc). The patient presented to the hospital with a rate in the thirties. The device was programmed to vvi 40. It was reported that the patient had vague symptoms, including palpitations. A new rv lead was successfully implanted. The device was also electively explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned lead segment was performed. The lead was severed 180 mm from the terminal pin, and only the proximal segment was returned. Continuity testing was completed and confirmed the returned lead segment was electrically continuous. Laboratory testing was unable to reproduce the reported clinical observations with the returned lead segment.